Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the distributor that the power source changed from one to the other earlier than expected. Patient experienced 3 no power alarms. Controller was exchanged with the new one. No consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. A review of the log files did confirm the reported event. Alarm files did not reveal any alarms were logged around the event date of (B)(6) 2016. However, the logs data files do show a series of premature battery switching in relation with the controller as described in the event. The batteries involved in the premature switching events are as follows: (B)(4). Analysis of the device could not be performed since the device was not returned for evaluation. Analysis could not be performed as the device was not returned; however, based on log file analysis, the most likely root cause can be attributed to a communication error between the controller and batteries. The batteries were not returned for evaluation. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.